Event description:
It was reported that this was an arteriotomy closure of the common femoral artery with a proglide device related to an unknown procedure. Reportedly, the proglide device did not appear to work. A cutdown was performed at the access site. During the cut down, a small plastic piece of the proglide device was found in the artery and then removed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial report, an additional device was returned with the complaint device. The additional device was returned with the lever in a closed position and the foot partially retracted. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported separation was not confirmed as the device was inspected and verified both anterior and posterior foot were not separated, and the device was returned intact. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The returned device was inspected and verified both anterior and posterior foot were not separated, and the device was returned intact. Details regarding the procedure or history of arteriotomy in the target groin were not provided. Therefore, it is unknown were the reported ¿small plastic piece¿ originated from. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - lot number: updated from 3121342 to 3110841. D4 - expiration date: updated from 11/30/2025 to 10/31/2025. D4 - primary UDI number: updated from (B)(4). H4 - device mfg date: updated from 12/13/2023 to 11/8/2023.